Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's spouse reported that the lead became loose. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
The patient's spouse reported that the lead became loose. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that there was no capture at maximum output.